Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1268-100 serial/batch number (B)(6) was received for investigation. Functional testing was not performed because the device was received damaged for evaluation. A visual evaluation revealed that the green button was detached from the device, and signs of wear and tear were noted as the black material appeared faded. The most likely reason for the reported failure is wear and tear over repetitive use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/11/2024, it was reported by a sales representative via (B)(4) that an 1268-100 radiolucent targeting arm had the green button on the jig popped off onto the floor during impaction. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.